Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report mitral regurgitation, leaflet tear and a death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr). One clip was implanted. On (B)(6) 2018, the patient was readmitted for dyspnea. It was found that the mr had increased to 4. Additionally, myxomatous disease pathology contributed to continued annular dilatation. The clip remained attached to both anterior and posterior leaflets. It was noted that there was a suspected partial leaflet tear. On (B)(6) 2018, the patient was sent to surgery in an attempt to treat the mr with mitral valve replacement; however, the patient could not be treated due to poor and frail tissue quality, and the patient died. The physician stated poor tissue quality and calcified valve annulus contributed to cause of death during surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Based on the information reviewed, the reported death was due to a combination of patient morphology/pathology and procedural conditions. The mitral regurgitation (mr) and tissue damage appear to be related to patient morphology/pathology. The reported dyspnea was a cascading effect of mr. The reported patient effects of death, dyspnea, mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that in this case of degenerative mitral regurgitation with myxomatous disease, mr occurred following initial procedure due to continued annular dilatation. The patient was sent to surgery and died during the surgical intervention. Death was a complication of surgery and was unrelated to the device.